Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant (B)(4). No info supporting allegations of lawsuit currently available.

Event description:
An artelon cmc spacer is planned for explantation (date unk) due to alleged injury. Complaint no (B)(4).